Manufacturer narrative:
(B)(4). (B)(6).

Event description:
It was reported the patient "frequently felt that the implantable neurostimulator (ins) got warm while charging." The issue reportedly was "starting already after about 15 minutes." No further information was reported regarding the event. Additional information has been requested regarding potential actions and interventions and to determine the patient's outcome. A supplemental report will be filed if additional information is received.